Event description:
It was reported that there was a hole in the pneumatic hose of the drill. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device investigation revealed a hole in the pneumatic hose of the maestro drill.